Event description:
It was reported a patient slipped out of the rea azalea manual wheelchair and out of the chest harness. The patient became trapped in the positioning belt and was found hanging from it by his head/neck. The patient was found blue in the face and was pulled to the floor, the positioning belt was unfastened. The patient experienced chafing and marks and redness around the neck from the positioning belt. It is unclear what happened as no one saw the incident. Frequent inspections take place when the patient is sitting alone in the apartment. According to the resident staff, the wheelchair was in an upright sitting position and both the chest harness and the positioning belt were used as prescribed. It is unknown how tightly the chest harness was attached.

Manufacturer narrative:
Invacare was made aware of an event that occurred in sweden with a rea azalea manual wheelchair. This medwatch is being filed in an abundance of caution due to the solara3g manual wheelchair sold in the us is of a similar design and would likely have the same outcome as this event. On the rea azalea wheelchair, it was noted the hip positioning strap and chest harness were not provided or mounted by invacare. The hip positioning strap and chest harness are manufactured by body point. The reporter stated that during inspection it was found: there were no direct defects identified with the wheelchair, however, the chest harness and positioning belt straps were not securely attached and therefore could slip and come loose, and the foot box was out of position. Additional information was gathered. It was mentioned that before the incident the positioning belts and chest harness had been removed by staff for cleaning and reinstalled. Based on the available information, the cause of the incident is likely the result of a use error.